Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system exhibited a charger failure on boot up. This error will impede the boot process and prevent the system from booting to a usable state. There is no report of pt injury or death.